Event description:
Customer reported the monitor went blank. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and placed the workstation power supply. System operates as intended. (B) (4)